Event description:
Physician reported that he was performing a blephorplasty roughly 18 mos ago. At the end of the procedure, he realized that he had cut through the pt's cornea during the procedure. He stated that there was nothing wrong with his surgitron, he simply cut too deep. The pt required a cornea transplant and now has 20/20 vision. The doctor has continued to perform blephorplasty procedures with his surgitron following the accident 18 mos ago. The instructions for use state that eye shields should be used when performing blephorplasty procedures. The physician was encouraged to use corneal shields in the future.

Manufacturer narrative:
We haven't been able to confirm the serial number, however, our records indicate that the physician has a surgitron ffpf ohthalmology, manufactured prior to year 2002.